Event description:
During an ami procedure with an xpress-way catheter device, the tip got stuck on the end of the 7fr cook guiding catheter after extraction and was sheared off in the heart. The physician exchanged the xpress-way for another aspiration catheter named export and retrieved it along with the same guide-wire.

Manufacturer narrative:
Results of investigation: the actual device was returned and investigated. By visual observation of the device, it was found that the aspiration lumen was split and the distal tip with the guide-wire lumen was torn off. Unfortunately, the distal tip was not returned and not available for the investigation. The catheter shaft was kinked at 1406mm from the distal broken edge. The device history records (DHR) for the xpress-way with the lot number sp110176, which includes the concerned individual device with the serial number (B)(4), was reviewed. We confirmed that there was no nonconformity or abnormality relevant to the possible occurrence of the reported event. The device met its material, assembly, and product specifications. Probable cause: based on the results of the investigations, we speculate that an excessive tension was given to the distal tip of the xpress-way so that the tip was torn off from the catheter shaft. It was reported that the distal part of the device was stuck at the distal end of the guiding catheter. Accordingly, we guess that while the device was stuck, the device was furthermore pulled to remove and resulted in the torn off of the distal tip. It might be possible that the guide-wire used with the xpress-way device formed a loop or a bend in space between the proximal end of the guide-wire lumen and distal end of the guiding catheter when the xpress-way was pulled to remove out of the pt, so that the xpress-way could not advance into the guiding catheter again. This situation may happen when operators try to pull the xpress-way into guiding catheter too quickly and/or strongly while treatment. (B)(4).